Event description:
Event description guidant received information that both right ventricular and atrial leads became dislodged secondary to twiddler's syndrome. The leads were explanted and successfully replaced.